Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. Additional information was requested and the following was obtained: is there video of either procedure available? No. How was the bleeding identified? By CT scan, which confirmed a large pelvic haemotoma where was the site of the bleeding? Pelvic side wall. How long after the original procedure was the bleeding identified? The patient had been discharged home and then was re-admitted as an emergency, the surgeon will confirm the time lapse. How long was it between the two surgeries? Tbc. How was the bleeding controlled in the second procedure?a suture was used to control the bleeding. What was the size of the vessels that had hemostasis issues?less than 3mm. Were the vessels taken in a bundle?the vessels were sealed individually initially. Were the vessels skeletonized?yes. What is the surgeon's familiarity for the steps for use for this device?he is familiar with the steps to use for this device. What is the surgeon¿s preferred device for this type of procedure?ligasure blunt tip what is the patient's current status?the patient has recovered and been discharged.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2022 additional information was obtained: there were times where the device worked well but on occasion the device did not seal adequately. The main concern was about the hemostasis overall. The surgeons felt the seal line was so small and clean that it was not good enough. When the device was being activated there was always some blood while sealing the uterine vessels, but it looked like it was back bleeding. One patient did have to come back due to post op bleeding.

Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is there video of either procedure available? How was the bleeding identified? Where was the site of the bleeding? How long after the original procedure was the bleeding identified? How long was it between the two surgeries? How was the bleeding controlled in the second procedure? What was the size of the vessels that had hemostasis issues? Were the vessels taken in a bundle? Were the vessels skeletonized? What is the surgeon's familiarity for the steps for use for this device? What is the surgeon¿s preferred device for this type of procedure? What is the patient's current status? Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total laparoscopic hysterectomies, the patient had bleeding from the uterine vessels which was difficult to control during surgery. The patient was subsequently re-admitted to theatre as she was still bleeding.